Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Cartridge and infusion set were changed to resolve the occlusions. Customer's blood glucose (bg) was approximately 400 mg/dl at its highest. As the alarms occurred in the past, tandem technical support was unable to determine a cause of the occlusions.